Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the proximal contact was bent and the delivery wire was kinked. No anomalies were noted to the main coil; however it had a large amount of blood on it. The reported issue of coil broken/fractured was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that as the physician was advancing the coil through the microcatheter "severe" friction was experienced. When the physician attempted to remove the coil from the microcatheter, the coil stretched and broke. The coil was removed together with the microcatheter from the patient. There were no clinical consequences to the patient.

Event description:
It was reported that as the physician was advancing the coil through the microcatheter "severe" friction was experienced. When the physician attempted to remove the coil from the microcatheter, the coil stretched and broke. The coil was removed together with the microcatheter from the patient. There were no clinical consequences to the patient.